Manufacturer narrative:
On (B)(6) 2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with two unspecified saline implants and suffered several unexplained systemic symptoms, including back pain, inflammation issues , brain fog, blood pressure, allergies, heart palpitations, joint issues , vision issues, ear ringing, patient getting worse, patient getting sicker, sciatica issues, and face gets swollen. The patient also stated that she developed cancer on her chest, and it was removed. However, it is unclear at this time if the reported cancer was in any way related to the patient¿s breast implants. Follow-up was performed to gain clarity, but no additional information was provided. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.

Manufacturer narrative:
On 11/07/19, mentor received additional information regarding the date of implantation. A healthcare professional reported that the date of explantation is (B)(6) 2019. On 11/11/19, mentor received additional information regarding the suspected medical devices and the date of implantation. The patient reported that the devices are two 550cc mentor smooth round moderate plus profile ( catalog #: 3502550, serial # for right: (B)(4), serial # for left: (B)(4), and the date of implantation is (B)(6) 2018. On 11/12/19, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 02/17/2020, mentor completed evaluation of the device. Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry) an investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer reference number: (B)(4).